Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the suction channel, air/water channel, instrument channel, auxiliary water channel and distal end of the subject device. The testing result cleared the (B)(4) guideline. (B)(4) checked the subject device and found the following. - the light guide lens was cracked. - the objective lens was cracked. - there were impact points on the distal end cap - the adhesive of the bending section rubber was porous. - there were signs of corrosion on the air/water ports and vent valve. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; december 1st, 2020]. -suction channel: serratia marcescens (>50 cfu/0.2ml), acinetobacter species (>50 cfu/0.2ml), stenotrophomonas maltophilia (>50 cfu/0.2ml). [Second time; december 8th, 2020]. -suction channel: acinetobacter species (>50 cfu/0.2ml), chryseobacterium species (25 cfu/0.2ml), enterobacter cloacae (15 cfu/0.2ml). [Third time; january 13th, 2021]. -suction channel: acinetobacter species (25 cfu/0.2ml), agrobacterium radiobacter (22 cfu/0.2ml). The device had been manually reprocessed. There was no report of infection associated with this report.